Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, this patient developed a mastoid infection which required a revision surgery in 2006. During the surgery, the mastoid was cleaned out and an abscess was discovered. The device was left in place. In february 2007, a greenish debris was seen in the ear canal along with puffiness around the skin flap. The pt was referred back to the surgeon for further evaluation.